Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: defib conductor fractured (flexed clavicle-rib); full lead returned and analyzed.

Event description:
It was reported that pacing impedance was low, there was oversensing, and the coil perforated through the insulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.